Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an ¿error 1¿ message. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged error message began to appear approximately 8 months prior to contacting lfs. The patient manages his diabetes with oral medication(s). It is not known if the patient made any changes to his usual diabetes management regimen due to the error message appearing. The patient reported developing symptoms of blurred vision and nausea on an unspecified date after the meter issue began. The patient also reported being treated with oral medications during a doctor¿s office visit on an unspecified date. At the time of troubleshooting, the alleged error message remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.